Event description:
As reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke expired and the revive se thrombectomy device was ineffective (study patient #23). The patient¿s baseline tici was 0 and tici at end point tici was 0. Baseline nhiss score was not reported. There had been ten passes with the revive se and no stents had been placed. The patient had also been treated with intravenous rtpa. Concomitant medications included tirofiban. According to the physician, the death was not related to the revive, but was related to the "bad outcome of the patient". No additional information could be provided.

Manufacturer narrative:
(B)(4). Mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28. Complaint conclusion: the device was not returned for analysis. In addition, the sterile lot number were not provided, therefore, a review of the manufacturing documentation could not be conducted. Based on the information provided, there were patient factors that may have contributed to the patient¿s death and to the inability to pass the device through the thrombus. Continued total occlusion of affected arterial segment is a known procedural complication with use of the revive se and is listed in the IFU as such. No information was provided to demonstrate that there was a problem with the product design or manufacturing that may have contributed to the complaint, therefore, no corrective action will be taken. This MDR is being submitted as part of retrospective review and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. Revive se is not distributed in the us; however, it is similar to us distributed revive pv.